Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that she connected to the hc and there were no leaks noted. The technical service representative (tsr) had the home patient (hp) cycle power to the hc machine. The hp would start over again using new supplies. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4) and (B)(4).